Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 468 mg/dl. At the time of the phone call, the insulin pump had been without batteries for two days and the programming in the insulin pump had been without batteries for two days and the programming in the insulin pump had been lost. The customer was advised to contact her doctor to attain the insulin pump's programming. The customer did not have a tubing clamp to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.